Event description:
A customer reported that in 2001, while pipetting an hbsag assay, summit sample handler delivered insufficient diluent to wells d6 and d11 and no error code was generated. The plate was aborted and a field service engineer was dispatched. The engineer could not reproduce the problem. The engineer replaced the tip clamps, sleeves and plunger clamps in positions 6 and 11. No death or serious injury resulted from this incident.